Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod for longer than 48 hours. The patient reports feeling disoriented. Once at the hospital the patient was treated with intravenous fluids. The patient was discharged from the hospital after 5-6 hours. The patients reported blood glucose level was 209 mg/dl while reporting this event. The patient delivered a correction bolus of 4.35 units of insulin while on the call. The patients blood glucose level had was 201 mg/dl before the end of the call.